Event description:
Customer called to report that the probe of the coulter act diff analyzer was leaking occasionally, leaving a drop of fluid on the counter every few days. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found evidence of a blood clot in the white blood cell (wbc) bath, which the fse believed was the potential cause of the leak at the probe. The fse cleaned the probe wipe and the probe assembly to address the issue, after which no further leaking was observed. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).